Event description:
It was reported that at the beginning of a turbinate reduction procedure using a coblator ii controller, the unit would not activate. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.